Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that partial deployment occurred. The 80% stenosed target lesion was located in the mildly tortuous vessel. A 6 x 150 x 130 innova stent self-expanding was selected for use via a contralateral approach. When deployment was attempted, only about 3-6 mm of the stent deployed using normal deployment mechanisms. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.